Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Customer reported 3 unknown sensors and all have been captured under this submission. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a pharmacist reported on behalf of a customer who had three adc freestyle libre 2 sensors detach prematurely. The customer "cleaned area with alcohol and waited t dry before attaching new sensor on. He applied pressure for 30 seconds before removing his hand to ensure it says on, 1 came off within 2 days and the other 2 sensors came off within 1 day. He tried to reapply the sensor but wouldn't stay on." There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.